Event description:
On (B)(6) 2009, the sales representative reported that during a kit inspection, it was identified that the driver was stripped. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending.